Event description:
It was reported that the customer had a high blood glucose level up to 556 mg/dl last night. Customer stated that she never boluses 7-10 units and considers them to be high boluses for her. Customer decided to change the infusion set. Customer stated that the old cartridge did not have any insulin in it. Customer gave herself 10 units. Customer stated that her blood glucose level went down to 203 mg/dl. Customer felt excessive thirst, drained and tired, and had difficult moving. Customer treated with the pump. Customer stated that she has needles on hand. Customer stated that the low reservoir alert did not alert as expected. Pump passed the displacement test. Customer was told to ignore the weak battery alert. Customer also had a backlight issue and mentioned that she has neuropathy. Troubleshooting was performed and the backlight came on. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.